Manufacturer narrative:
Age at time of event: the patient is over 18yrs old. Initial reporter first name: (B)(6). Device evaluated by MFR.: the product was returned consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a separation of the catheter shaft located 74.5cm from the tip. The catheter shaft also showed multiple bends and kinks. Functional testing was not attempted due to the extreme damage.

Event description:
Reportable based on device analysis completed on 02-march-2023. It was reported that an error message was displayed. An angiojet solent omni catheter was selected for thrombectomy procedure. However, during the procedure, a leak was observed in the silicone pump and the machine displayed an error message requesting to change a new device making it impossible to perform the procedure. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a separated shaft.